Event description:
It was reported that the t:slim x2 pump battery would not charge, requiring the caller to hold the cable or position the pump strategically to establish a connection. There was no adverse impact to the customer¿s blood glucose level. The customer relied on third-party charging supplies until tandem technical support sent replacement supplies, including a charging cable and wall adapter, via two-day shipping. Follow-up attempts were made by technical support to confirm resolution of the issue, though the customer did not answer.